Event description:
It was reported that the patient was experiencing a driveline infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
G2: company representative was checked inadvertently manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the location of the infection was the percutaneous site. The type of infection was bacterial. The bacterial organisms present were staphylococcus epideridis, citrobacter, and escherich coli. The driveline site had slightly red brown secretion. A smear was taken which showed showed germs. Daily wound dressings would be applied and antibiotics were given as treatment.